Manufacturer narrative:
(B)(4).

Event description:
This is one of six reports from this facility. Information indicated a "whitish mist" appeared obstructing visibility. There was an increase of temperature in the anterior chamber and the patient experienced a third degree burn and a "whitening blister". The patient will require an amniotic membrane graft. The company representative provided training to the staff on how to identify the beginnings of occlusion (before burning), how to unblock handpiece. A completed questionnaire was received. The patient experienced a third degree corneal burn during the sculpt phase of the surgery. The anterior chamber did not collapse. The burn caused a wound leak which required three sutures. The occlusion alarm was not heard by the surgeon. Corneal opacity persisted beyond one month post operative. The thermal burn resulted in irregular astigmatism.

Manufacturer narrative:
A review of the associated service record was performed. No information was provided to indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. No irrigation/aspiration (I/a) handpiece was returned for evaluation for the report of a corneal burn during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The handpiece was manufactured in 11/2015. A sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a corneal burn during a cataract extraction with intraocular lens (iol) implant procedure. No system message was displayed. The iol could not be implanted and the procedure was not completed. Additional information has been requested and received. Additional information received from the company representative states training has been provided to the staff.

Manufacturer narrative:
A review of the associated service record was performed. No information was provided to indicate nonconformance of the system contributed to the reported event. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. No irrigation/aspiration (I/a) handpiece was returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The I/a handpiece was manufactured in november 2015. All reusable handpieces are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated sequelae estimated 3-6 months with very painful scarring.